Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for purulent discharge at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation confirmed an infection. An explant procedure was performed to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to the explant.